Event description:
Boston scientific crm received information that this left ventricular (lv) lead became dislodged six months following implant. During the revision procedure, this lead was explanted and a new model 4548 lead was attempted. However, after 10 minutes, this second lv lead also dislodged, and it was removed. A new non-boston scientific lead was successfully implanted. Additionally, it was reported that the original right atrial (ra) lead was damaged during the revision procedure, so it was explanted and replaced as well. No adverse effects were reported.

Manufacturer narrative:
This lead will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.